Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial display and audio defect. The customer¿s blood glucose level was 150 mg/dl at the time of the incident. Customer also stated that there was a white slash at the top of the screen of the pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device passed self test and displacement test. Power connector plug in and locked in place properly. Device shows no damage on lcd controller or lcd glass. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. No pump error 63 noted during self test or in pump history files. (B)(4).